Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir leaked past the second o-ring. The patient's blood glucose at the time of incident was 256 mg/dl. The location of the leak was the bottom of the reservoir. The reservoir was not returned for analysis.